Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an insulin flow blocked alarm during bolus and experienced a high blood glucose level of 560 mg/dl. Customer treated with manual injection and blood glucose was down to 327 mg/dl. It was stated that the alarm was a past event and was resolved by changing the reservoir and the infusion set. The reservoir and infusion set were replaced. No product will be returned for analysis.